Event description:
This rv lead was implanted on (B)(6) 2018 and was explanted on (B)(6) 2018. A product experience report received on 03/12/2018 stating that patient had twiddlers syndrome and had twiddled this right ventricular lead. A revision procedure was performed and the rv lead was found to be dislodged. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).